Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to low flow. Additional information reported that the patient underwent a transplant on (B)(6) 2020. The transplant was reported to be routine; however, the patient had an outflow graft obstruction that qualified the patient to be escalated on the heart transplant list. The device will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms; however, the report of an outflow graft obstruction could not be confirmed as no images were submitted for review, and the pump was not returned for evaluation. A direct cause for the reported low flow alarms, and a direct relationship to the device could not be conclusively determined through this evaluation. The submitted log files appeared to capture a gradual decrease in flow. Flow continued to decrease on (B)(6) 2020, resulting in transient low flow alarms. The log files appeared to capture the pump operating as intended. The account reported that the patient was experiencing low flow alarms. It was also noted that the patient was elevated on the transplant list due to a reported outflow graft obstruction. The patient underwent a heart transplant on (B)(6) 2020, and (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.